Event description:
It was reported that as lvp 20d 2ss cv had air bubbles and came apart. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot #: 21016790 it was reported that when flicking the tubing to remove the air bubbles the tubing fell apart. Verbatim: rn was stringing new ivf and was flicking the tubing with finger to remove air bubbles and the tubing fell apart.

Manufacturer narrative:
H.6. Investigation: one unused primary set, model 2420-0007 lot 21016790, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's end male luer was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing fell apart was verified. A device history record review for model 2420-0007 lot number 21016790 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21016790 regarding item #2420-0007.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv had air bubbles and came apart. The following information was provided by the initial reporter: material #: 2420-0007. Batch/lot #: 21016790. It was reported that when flicking the tubing to remove the air bubbles the tubing fell apart. Verbatim: rn was stringing new ivf and was flicking the tubing with finger to remove air bubbles and the tubing fell apart.